Manufacturer narrative:
The investigation has been completed. The device nor sufficient clinical information was returned for evaluation. As the necessary information was not provided, the root cause of the ventricular tachycardia/ventricular fibrillation was not determined.

Event description:
The complainant reported a 70-year-old male patient was on impella cp support due to post code arrest. While on support, the patient had episodes of suction alarms accompanied by supraventricular tachycardia/atrial fibrillation rapid ventricular response overnight. Three attempts of subsequent cardioversion as well as amio-bolusing were unsuccessful. The intensive care unit team performed point-of-care ultrasound (pocus), which showed improper placement. Repositioning was performed independently using pocus guidance, which resolved alarms as well as arrhythmias. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.